Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin and failing to remove air from cartridge. Tandem customer technical support informed customer that residual air should be removed from the cartridge, and only room-temperature insulin should be used to fill cartridge. Was no reported adverse impact to the customer¿s blood glucose level.